Manufacturer narrative:
No product will be returned for evaluation.

Event description:
On (B)(6) 2010, the patient reported he is having ongoing issues with air bubbles in the insulin cartridge of his infusion device. No troubleshooting was done as the patient disconnected the call. No blood glucose concerns related to this issue were reported. The patient did not require assistance from a healthcare professional or second party to address the issue. No product will be returned for evaluation.